Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-04507, 0001825034-2017-07465. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision for dislocation. Revision surgeon noted that the cup was poorly placed during the initial procedure. Attempts have been made and no further information has been provided.